Event description:
It was reported that this lead became dislodged approximately one hour after the implant procedure on (B)(6), 2025. As a result, the procedure had to be repeated. After multiple repositioning attempts, the physician elected to complete the implant using a different lead. No additional adverse effects to the patient were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This report is being submitted to update section h6 impact codes. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead became dislodged approximately one hour after the implant procedure on (B)(6) 2025. As a result, the procedure had to be repeated. After multiple repositioning attempts, the physician elected to complete the implant using a different lead. No additional adverse effects to the patient were reported. This lead has not been returned to boston scientific.

Event description:
It was reported that this lead became dislodged approximately one hour after the implant procedure on (B)(6) 2025. As a result, the procedure had to be repeated. After multiple repositioning attempts, the physician elected to complete the implant using a different lead. No additional adverse effects to the patient were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
This report is being submitted to update section h6 impact codes. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.